Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the device had a problem loading the reload onto the adaptor, it was unable to fire, handle could not be squeezed and the green was unable to be pressed. A new reload was used in order to complete the case. No patient injury.